Event description:
As reported per legal claim, attorney alleges that in (B)(6) 2014 the plaintiff was diagnosed with severe infection, fibroma, severe inflammation and underwent surgical intervention. Two weeks later, the patient was diagnosed with large hernia and underwent surgical repair. Attorney alleges that in ¿(B)(6) 2016, the plaintiff began again, with another episode of vomiting, noticing that the incision made by the surgeon, was open and bleeding¿. Attorney alleges that the plaintiff was provided with pain medication, underwent ultrasound and CT scan. ¿the next day the surgeon arrived and read the results, which reflected that the plaintiff suffered from another hernia. The plaintiff was taken to the operating theatre and then they inserted an abdominal mesh, known as bard/davol ventralight st mesh¿. It is alleged that post-surgery, the plaintiff was taken up to the room with the drainage. She woke up from anesthesia with a lot of pain and was injected for the pain. The next day, some blood labs were done, which now show the presence of the bacteria estradicocus. The surgeon referred the case to an infectious disease specialist, who removed the drainage, cleaned the wound, and inserted a bag to continue the drainage. The infectious disease specialist prescribed antibiotics. On the third day, the surgeon and infectious disease specialist arrived, took the bag away, cleaned [the area] and put a patch on it. The plaintiff was discharged on post-op day 4 and was told to continue with the intravenous antibiotics for 30 days. It is alleged that the wound was still open, infected, and secreting after 30 days, and tests showed that the bacteria was resistant to antibiotics. During a subsequent appointment, the doctor states, that the plaintiff still had high sugar and infection in urine, examined because the plaintiff had a lot of pain; removed the patch and noted pus and inflammation. The plaintiff was referred to another surgeon "who apparently reduced the problem by operating on another hernia and removing the infected mesh. As report the mesh had ¿eventually rotted inside the plaintiff¿s abdomen, as indicated by the new surgeon, upon considering that said product was defective, as a contributing cause¿ the plaintiff is scheduled for insertion of another mesh. It is alleged that the plaintiff cannot perform intense pain during sexual intercourse, daily routine tasks, suffering and mental distress.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, drug resistant bacterial infection, inflammation, pain and underwent mesh removal. The instructions-for-use (IFU) supplied with the device lists infection, inflammation and pain as possible complications. Regarding infection, the warning section of the instructions-for-use (IFU) states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant and date of event is provided as a estimated ((B)(6) 2016 respectively), based on the information available. Should additional information be provided, a supplemental MDR will be submitted. Not returned.